Event description:
On march 5, 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had a battery indicator issue. The medical affairs specialist (mas) was unable to contact the patient by telephone to obtain/verify information. The patient reportedly tests his blood glucose 4 or more times a day. He manages his diabetes via an insulin pump. The patient indicated that the alleged meter issue started in 2008, at 6:00 pm. At an unspecified time after the reported issue began, the patient developed symptoms of having a cold or feeling cold. It is not clear as to what specific symptoms the patient had. At 9:00 pm the same day, the patient received assistance from an unidentified non-hcp. The patient was treated with a glucagon injection. During the time of concern, the patient's blood glucose was tested on a backup meter and a result of "23 mg/dl" was obtained. It would have been helpful to know the following information: what actions the patient took in response to the alleged meter issue, what actions the patient took before and during the time he was symptomatic, and what specific symptoms the patient had. In addition, it would have been helpful to know if the patient modified his diabetes management because of the reported issue, when the result of "23 mg/dl" was obtained, and if the glucagon treatment relieved his symptoms. The meter's battery was replaced according to the owner's manual. The meter, test strips and control solution were replaced. This complaint is being reported due tot the following conclusion: the patient claimed that he developed symptoms and received a glucagon injection after the alleged meter issue began.